Manufacturer narrative:
End user stated , "the cannula is occluded, cannula shot off the syringe ". No further information provided.

Event description:
End user stated , "the cannula is occluded, cannula shot off the syringe." No patient or user impact reported. No further information provided.